Event description:
It was reported the patient experienced increased pain. Per patient the pump was not working as well as it did. A non-critical alarm was heard and confirmed by telemetry. The alarm was due to elective replacement indicator. They planned to replace the pump. The pump was delivering fentanyl, hydromorphone, bupivacaine and droperidol. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported the patient experienced drug withdrawal signs. It was reported the patient indicated the elective replacement indicator (eri) alarm occurred on (B)(6) 2012. It was reported the pump was at the end of its battery life and was replaced on (B)(6) 2013, as well as the catheter. No catheter issues were reported. Interventions included an increase in endocet to three times a day, aofran 4 milligrams (mg) every eight hours as needed, and zanaflex 4mg every eight hours as needed. Upon examination and palpation, the patient was noted to have experienced nausea and shakiness. The patient was reported to have resolved without sequelae as of (B)(6) 2013.

Event description:
Additional information received reported the catheter had been surgically revised, spliced on (B)(6) 2013 during the pump replacement. No catheter issues were identified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).